Event description:
This lead was attempted on (B)(6) 2011. The patient had difficult atrial anatomy and the md could not seat the lead. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).